Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the custom trach tube has a broken 25mm connector. The patient's trach tube was replaced as a means of medical intervention. There was patient involvement, but no patient harm/adverse event was being reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
D9: device received on 1/29/2025. H3: the device was received for evaluation. The device history review of the reported lot number was not performed. Visual and functional tests were performed, and the complaint of a breakage could be confirmed. The probable cause was due to a manufacturing error during the errant adhesive removal process in tijuana.